Manufacturer narrative:
One infusion pump was returned for evaluation. Physical inspection of the pump found it to have a damaged front housing and no audio. A battery was inserted into pump and the customer's complaint was verified. A broken piezo was observed. The root cause was determined to be the customer. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd prizm had no audible alarm.